Event description:
It was reported that the implantable pacing lead (ipl) exhibited acute high pacing thresholds and low pacing impedance. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, the distal low voltage electrode of the lead was covered in blood and, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the lead was returned with the helix bent. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. It is likely that the blood in the distal conductor entered though the df-4 pin as no insulation breach was observed. (B)(4).